Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a blade broken. The blade broke at roughly 0.26 from the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the harmonic ace generator alarmed, indicating the tip of the instrument was overstressed after less than ten minutes of use. The harmonic ace generator prompted to relieve the pressure. The instrument was reinstalled, but the harmonic ace suddenly broke when the customer reactivated. There was no report of fragment(s) falling inside the patient. The procedure was completed with no reported injury.